Event description:
It was reported that the device was showing all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a resistive capacitor, designator c8, on the digital pcb assembly. The failure depleted the internal hlc battery. A replacement device was provided to the customer.